Manufacturer narrative:
Sc-1132, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2316-50, sn: (B)(6). The returned lead was analyzed and revealed that visual/x-ray inspections found deformed electrodes in the proximal end along with one cable fracture, as well as two cable fractures after the retention sleeve of the proximal end. With all the available information, boston scientific concludes that the scs was not working due to an impedance anomaly. The lead revealed two cable fractures after the retention sleeve of the proximal end, which could occur when excessive mechanical or tensile force is exerted onto the lead. In addition, the deformed eletrodes in the proximal end along with one cable fracture was considered as an explant damaged caused by a surgical tool and was not considered as a failure. Sc-2316-50, sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-3400-30, sn: (B)(6). The returned splitters were analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-4319, ln: 20588523. The returned clik x anchor was analyzed, passed all tests performed, and exhibited normal device characteristics

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not working. The patient underwent an explant procedure wherein the ipg, leads, adaptors and anchors were removed. The explanted devices will be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 20417492 / 2000016349. Product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 19748568 / 20351323. Product family: scs-lead fixation-MRI, upn: (B)(4), model: sc-4319, serial: n/a, batch: 20588523.

Event description:
It was reported that the patient's spinal cord stimulator (scs) device was not working. The patient underwent an explant procedure wherein the ipg, leads, adaptors and anchors were removed. The explanted devices will be returned.